Manufacturer narrative:
Correction: model #, serial #, expiration date, catalog #, lot #, other #, UDI #. Additional information: device manufacture date.

Manufacturer narrative:
It was reported that patella was resurfaced due to pain. No implants removed. The associated genesis ii resurfacing patella component was not returned for evaluation. Thus a product evaluation could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no medical records available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that patella was resurfaced due to pain. No implants removed.